Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location during use of a homechoice cassette that led to this alarm; further described as "a leak below the device". There was no report of patient injury or medical intervention associated with this event. No additional information is available.